Manufacturer narrative:
E1: patient city : (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that he had small red bumps on his right abdomen where the infusion set was previously inserted. Upon examination small amount of pus superficially was over the skin was noted and oral doxycycline 100mg twice a day. Antibiotics has been taken for 10 days. No further information available.